Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a osteo-site bone biopsy needle was used during a percutaneous vertebroplasty (pvp) to inject cement and the component to which a syringe would be connected broke. The device was replaced with a like device and the procedure was completed as anticipated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: this event is determined to be not reportable. Upon further investigation, this event is not reportable. A review of reporting software for similar events (luer lock separation/damage at the hub) does not indicate a previous incident of patient harm from the complaint device or similar devices. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: after further review of the record it was determined that it should be noted that the pvp was to treat two vertebral bodies. Two dbbn- devices were used for one vertebral body, so four dbbns were prepared for the procedure. The complaint device was one of the four dbbns. Device available for eval: yes; product received on: 06/13/2018. The cement bond used was ¿simplex¿ manufactured by stryker. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The customer returned one bone biopsy set, with the obturator partially inserted into the biopsy needle, and a syringe, all in used conditions. Dried cement was noted on the biopsy needle, obturator, and syringe. It was determined that the device failure occurred with the biopsy needle, which is supplied to the manufacturer. Therefore, a supplier investigation was initiated. Per the supplier investigation, a crack may have formed due to high resin melt flow and the cannula hub luer had broke at the weakest location through an interaction of the bone cement along with tensile and compression stress and strain of the hub during bone cement injection. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. IFU states: instructions for use note: the handling and curing characteristics of bone cement vary with temperature, humidity, mixing technique, injection pressure, and procedure time. Physicians should be familiar with the properties, handling characteristics, and application of bone cement before the procedure begins. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, the likely root cause was determined to be unintended use error caused or contributed to event . The bone cement used during the event may have had an unintended interaction with the stress and strain the device experienced during the bone cement injection. The customer is to receive a letter of the investigation findings. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.